Event description:
A surgeon reported having a patient that is seeing brown spots and complains of hazy vision, following intraocular lens (iol) implant surgery. The surgeon also reported seeing tiny brown spots through out the lens. In a follow-up, the surgeon reports outcome of event is "poor".

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested on 05/23/2008, 06/03/2008 and 06/10/2008 by phone, fax, and mail. A completed questionnaire was received on 06/12/2008. This report was mailed to FDA on: 06/18/2008.